Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein a linear lead was replaced with a paddle lead. The patient was doing well postoperatively. The explanted lead will be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein a linear lead was replaced with a paddle lead. The patient was doing well postoperatively. The explanted lead will be returned.

Manufacturer narrative:
The returned lead was analyzed and x-ray inspection of the lead found three fractured cables within the distal array (e2, e3, and e5). With all the available information, boston scientific concludes that there is no evidence that the device was used in a manner inconsistent with the labeled indications. Therefore, a labeling review was not performed.: the reported event was confirmed that excessive mechanical/tensile force was exerted onto the lead, resulting in the fractured cables. Hence, the probable cause selected for this complaint is cause traced to component failure.